Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Device received with corroded battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and was exposed to moisture. The customer¿s blood glucose level was 352 mg/dl at the time of the incident. Customer assisted with the troubleshooting. Customer stated that the o ring was not in place. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Display did not return after pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.